Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial system implant procedure. During the procedure, the patient experienced heart failure symptoms. While attempting to place the right ventricular lead, increased impedance and increased threshold were noted. A transthoracic echocardiogram was performed which ruled out cardiac effusion/tamponade. The lead was removed and replaced. The physician does not believe the patient's condition was due to the lead implant or procedure. The patient was stabilized with medications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.